Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high threshold on the right atrial (ra) lead that caused early battery depletion of the implantable pulse generator (ipg). The device and lead was explanted and replaced. No patient complications have been reported as a result of this event.